Manufacturer narrative:
Omit: a1601 - device alarm system (1012),a25 - no apparent adverse event (3189),g0600101 - alarm, audible, additional information: device return to manuf .?, returned to manufacturer on, device available for eval?, device eval by manufacturer?, if other specify. Imdrf annex a, g, b, c and d and manufacturer narrative (chr and DHR statements) , a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device alarm had error codes/messages. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information: annex a grid: a0709, a160106, a0404 annex g grid: g0301204, g0301201 annex c grid: c02, c07, c070601 annex d grid: d01, d02.

Event description:
It was reported that the device alarm had error codes/messages. There was patient involvement but no patient harm.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device alarm had error codes/messages. There was patient involvement but no patient harm.